Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a broken orange (+5v) wire and agnd wires in ECG c and d cable. The root cause for the broken wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a belt displayed (adjust belt) messages.